Event description:
The customer reported that she was not able to remove the battery cap from the insulin pump. Troubleshooting was performed. Attempted to remove the cap without results. Advised the customer to discontinue use the insulin pump if the battery goes low. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose motor support disk. The device was received with stripped battery cap coin slot.